Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues. This device was used for treatment not diagnosis.

Event description:
The patient underwent a trochanteric fixation nail procedure on (B)(6) 2013 for a proximal femur fracture. As the surgeon was using the screwdriver to turn the buttress compression nut, the tip of the driver broke off and fell to the floor. The tip and driver were discarded. Surgery was not prolonged and the patient was reported to be recovering well. This report is 1 of 1 for complaint (B)(4).